Event description:
It was reported that the patient was experiencing inadequate pain relief despite of optimizing the program and leads had high impedances. The patient underwent a spinal cord stimulation (scs) revision procedure. Patient is doing fine postoperatively. Explanted product kept by facility per policy.